Event description:
It was reported by the user site that on (B)(6), 2024, during use of a selenia tungsten mammography system, the radiation operator shield was broken and required replacement. The event was identified prior to a patient exam. No patient or user injuries were reported. Hologic technical support requested additional information to understand why replacement of the radiation shield was needed and asked the user site to provide photo or video documentation of any damage. The user site subsequently confirmed that the radiation shield was broken and provided a photograph showing the damaged shield. Hologic technical support reviewed the information provided and identified the appropriate replacement operator shield. No further information is currently available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.